Event description:
On (B)(6) 2012, the pt underwent an endovascular procedure to treat a distal type I endoleak on the right side. The right hypogastric artery was embolized with amplatzer vascular plug. The previously implanted gore excluder aaa endoprosthesis contralateral leg component (right side) was extended with a gore excluder aaa endoprosthesis contralateral leg component and a gore excluder aaa endoprosthesis iliac extender component. The contralateral leg component was landed so that the proximal end of the device was at the flow divider of the trunk-ipsilateral leg component. The endoleak was resolved and the pt tolerated the procedure. It was noted on intra- operative imaging that the right common internal iliac has grown to four centimeters.